Event description:
Elevated intraocular pressure[intraocular pressure increased] case description: serious, device report, nzme04/01/he, (2001039844us): a report of elevated intraocular pressure (iop) was received from a physician of a pt after healon 5 was used during cataract surgery. In 12/2000, the pt underwent an uncomplicated phacoemulsification and lens implant without any problems. Pt was discharged and later readmitted to the hosp with pain probably due to an elevated iop. Initial medical treatment was unsuccessful in lowering their iop. Pt was taken back to surgery the following morning and the remaining healon 5 was removed. A full recovery was reported.